Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred in the children's intensive care unit via a subclavian insertion the spring wire guide (swg) did not have any problem during intervention. The swg broke down into two parts during the seldinger technique. One of the pieces was 5-7 cm and remained in the patient. The patient was taken to the surgical emergency department and a surgical procedure was required to remove the swg. After successful intervention, the patient was re-hospitalized for recovery.